Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter was retrieved; however, no returned for eval. The event investigation is currently underway.

Event description:
It was reported by the pt that the g2 vena cava filter fractured and perforated the ivc wall, with alleged extension of the limb into the aorta. Add'l info pending.

Manufacturer narrative:
Additional information was received and the event description was clarified accordingly, neither the filter nor case images were provided for evaluation. Therefore, a product evaluation could not be performed. Based on the info available, the result of the complaint investigation is inconclusive. Definitive root cause is unknown. The current IFU (instructions for use) states: potential complications: complications may occur at any time foreign during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall; back or abdominal pain; pain.

Event description:
It was reported by the patient that the g2 vena cava filter perforated the ivc wall, with alleged extension of the limb into the aorta. Reportedly, the patient presented to the ER with abdominal pain. A CT scan was performed and it was identified that one of the filter limbs was perforating into the aorta. It was the physician's opinion that the perforation was an incidental finding. The filter was successfully retrieved. There was no report of injury to the patient.

Manufacturer narrative:
Information obtained from medical records. The filter was initially implanted on (B)(6) 2007. The patient was seen by a physician on (B)(6) 2008, complaining of abdominal pain. CT scan of the abdomen performed on (B)(6) 2008 demonstrated one filter limb extending into the aorta at that time, the finding was believed to be an incidental one and pain subsided in the ER. Pt was sent home. There were no plans for emergent intervention, however, medical consultation and assessment on (B)(6) 2009 resulted in the decision to remove the filter. Testing on (B)(6) 2009 - intravascular ultrasound and aortogram confirmed one intraluminal prong in the aorta inferior vena cavagram showed one tine of the vena cava filter perforating the left lateral wall of the ivc and extending into the lumen of the aorta. The same cavagram noted an additional filter prong perforating the vena cava wall (but not confirmed by CT, aortogram or ivus). During removal of the filter on (B)(6) 2009, from the right internal jugular vein, the patient had significant abdominal pain. Therefore, anesthesia was converted to general with endotracheal intubation to complete the removal procedure. Note an additional catheter and sheath were inserted in the right common femoral vein to facilitate removal. Additional aortogram taken after filter removal confirmed no leaks from the aorta in spite of 5000u heparin IV.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep vein thrombosis, peptic ulcers, and pseudoaneurysm status post cardiac catheterization had an inferior vena cava filter deployed with the tip of the filter at the upper border of the l2 vertebral body. Approximately one year four months post filter deployment, patient presented to the emergency department with complaint of abdominal pain. CT scan demonstrated an incidental finding of one filter limb extending beyond the caval wall into the aorta. The on-call vascular surgeon stated surgical intervention was not needed. Approximately one year five months post filter deployment, history and physical with vascular surgeon indicated the ivc filter was causing the abdominal pain and the patient was scheduled for retrieval. The right internal jugular vein was accessed and a retrieval device was advanced and the filter was grasped and attempted to be pulled into the sheath. Initially the filter would not collapse and the patient was having pain. Once adequate general anesthesia was obtained, the ivc filter was removed. Completion aortogram did not demonstrated evidence of leak from the aorta. All catheters were removed and the patient was transferred to the post anesthesia care unit for recovery. Approximately four months post filter retrieval, the patient with abdominal pain was scheduled for exploration. The patient underwent transverse colectomy and resection of previous ileocolostomy with subsequent loop right lower quadrant ileostomy. The patient was discharged approximately ten days later. Final discharge diagnosis state the patient had an ivc filter placed with subsequent migration and was removed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for perforation of the ivc, removal difficulties, and migration of the filter. However, the investigation is inconclusive for tilted filter and detached filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.- perforation or other acute or chronic damage of the ivc wall filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported by the patient that the g2 vena cava filter perforated the ivc wall, with alleged extension of the limb into the aorta. Reportedly, the patient presented to the ER with abdominal pain. A CT scan was performed and it was identified that one of the filter limbs was perforating into the aorta. It was the physician¿s opinion that the perforation was an incidental finding. The filter was successfully retrieved. There was no report of injury to the patient. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and detached filter limbs perforated into the abdominal aorta. The patient reportedly experienced abdominal pain post filter implant, was subsequently hospitalized, and underwent multiple surgeries for resection of the colon. The filter was removed; however, it is unknown if the detached filter limbs have been retrieved. The status of the patient is unknown.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and a review is currently underway. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported by the patient that the g2 vena cava filter perforated the ivc wall, with alleged extension of the limb into the aorta. Reportedly, the patient presented to the ER with abdominal pain. A CT scan was performed and it was identified that one of the filter limbs was perforating into the aorta. It was the physician¿s opinion that the perforation was an incidental finding. The filter was successfully retrieved. There was no report of injury to the patient. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and detached filter limbs perforated into the abdominal aorta. The patient reportedly experienced abdominal pain post filter implant, was subsequently hospitalized, and underwent multiple surgeries for resection of the colon. The filter was removed; however, it is unknown if the detached filter limbs have been retrieved. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis and to prevent pulmonary embolism. Approximately sixteen months post filter deployment, CT abdomen demonstrated a filter limb perforating through the vena cava into the abdominal aorta. The patient reportedly experienced abdominal pain. Approximately twelve days later the filter was retrieved. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one year four months post filter deployment, a CT scan showed a leg of the filter penetrating the ivc into the aorta lumen. Approximately one year five months post filter deployment, an inferior vena cavagram was then performed which demonstrated at least two limbs perforating the left wall of the ivc. The filter was removed in a complex procedure. The filter was grasped and attempted to be pulled back into the sheath. It initially would not collapse and the patient was having significant pain. The ivc filter was eventually able to be pulled up into the sheath and removed. Approximately three years post deployment, migration of the filter was reported. Therefore, based on the medical records, the investigation can be confirmed for perforation of the ivc, removal difficulties, and migration of the filter. However, the investigation is inconclusive for tilted filter and detached filter limbs. Based upon the available information, the definitive root cause is unknown. (B)(4).

Event description:
It was reported by the patient that the g2 vena cava filter perforated the ivc wall, with alleged extension of the limb into the aorta. Reportedly, the patient presented to the ER with abdominal pain. A CT scan was performed and it was identified that one of the filter limbs was perforating into the aorta. It was the physician¿s opinion that the perforation was an incidental finding. The filter was successfully retrieved. There was no report of injury to the patient. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and detached filter limbs perforated into the abdominal aorta. The patient reportedly experienced abdominal pain post filter implant, was subsequently hospitalized, and underwent multiple surgeries for resection of the colon. The filter was removed; however, it is unknown if the detached filter limbs have been retrieved. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis and to prevent pulmonary embolism. Approximately sixteen months post filter deployment, CT abdomen demonstrated a filter limb perforating through the vena cava into the abdominal aorta. The patient reportedly experienced abdominal pain. Approximately twelve days later the filter was retrieved. The current status of the patient is unknown.